Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) turned black but failed to achieve hemostasis after plug deployment, and the plug was observed to have been pulled out. Manual compression was used for hemostasis. There was no reported patient injury. The device was used during carotid angiography via retrograde puncture through the left femoral artery with a cordis short sheath. The device was slowly withdrawn at a 40° angle, and after pulsatile blood flow in the indicator stopped, it was further withdrawn approximately 1 cm before deployment. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.